Event description:
Additional information was received and stated, lens unfolded badly when the surgeon made it move forward, its small leg came first. As the patient had a fragile eye, surgeon preferred to change the lens to avoid further manipulation in the patient eye.

Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the lens went out incorrectly and its small paw came first. Additional information has been requested. There are two medical device reports associated with this report. This is 2 of 2.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.